Event description:
It was reported that this patient received an inappropriate due to oversensing of noisy signals while raking. The patient was brought into the clinic and noisy signal was only reproducible with arm movement. At this time the physician has elected to de-activate the system until imaging and additional evaluation can be performed. No additional adverse events were reported.